Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a hysterectomy due to sui and pop. The patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a reconstruction of vaginal cuff on (B)(6) 2007. The patient underwent a mesh explanting on (B)(6) 2012. The patient underwent botox injection on (B)(6) 2013 due to frequency of mesh revision. The patient underwent a mesh explant on (B)(6) 2013 due to mesh erosion. The patient underwent a vaginal reconstruction on (B)(6) 2014 due to post mesh excision/excision of vaginal scar. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.